Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 408 mg/dl. The customer reports hat they did not feel well and expressed symptoms indicative of diabetic ketoacidosis. The customer did not provide how they were treated and did not troubleshoot the issue they been having with bent cannulas. The customer did not return the insulin pump back for analysis.